Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that diagnostic testing showed a pulmonary edema with bibasilar atelectasis and trace bilateral pleural effusions. The patient also experienced redness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient suffered from acute hypoxic respiratory failure.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The patient reported to her son that her ipg had been itching and there was pain. It was noted that there was a wound at the site of the ipg. It was assessed to be a likely infection. The patient was admitted with septic shock, hypotension, a fever, elevated white blood cell count and sepsis. The organism was identified as (B)(6). The ipg system was explanted and replaced. The patient is a participant in the wrap_it study. No further patient complications have been reported as a result of this event.